Event description:
It was reported that the customer was hospitalized for hyperglycemia on two different occasions. The blood glucose reading was 750 mg/dl. Troubleshooting was performed. The daily totals and alarm history appear to be correct. The fixed prime and the high pressure tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.